Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient reported to baxter (B)(4) that the homechoice (hc) machine sounded a system error 2240 (air in line) alarm. The technical service representative (tsr) explained the alarm. The home patient (hp) did not disconnect and there were no open clamps on the unused lines. The tsr had the hp cycle power and assisted the hp to retrieve cassette. The hp to follow up with manual supplies. The tsr advised to notify the nurse of the alarm. No other patient injury or medical intervention reported during initial report. No further information is available.